Event description:
It was reported that during lap gastric bypass surgery there were 5 trocars used that leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with the 5th trocar with no patient consequence.

Manufacturer narrative:
Clear lens. Evaluation summary: the analysis results found that the b12lth instrument was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position; thus leading to the reported leak issue. The energy directors have evidence of not being properly welded during the manufacturing process. Additionally, the lens of the obturator was noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.